Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During aspiration of the sheath, air was pulled into the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis.